Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvi c floor therapy. It was reported that the patient¿s bowel incontinence returned. It was reported that the last time it helped for about 2-3 months but then symptom would return. When symptom returned they tried increasing stimulation and it would help for a while again but recently it had become uncomfortable for the patient when they tried to increase stimulation, so they decreased it down. However, now the patient was having problem with her symptom again and they are not sure what else they could do. The patient was currently at 4.2 on program 2 and they could not increase it any higher or patient will be uncomfortable. It was also reported that the patient had uti and was not sure if that could also be due to the stimulation. The programmer showed that the stimulation was on and they had the ability to change programs and/or adjust stimulation. The patient was offered help changing programs from program 2 at 4.2 to program 3 at 1.1. They were able to feel stimulation in her vagina and it was a comfortable level for her. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that they were having a problem with the patient¿s interstim device, she said that they were unable to adjust it. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer. It was reported that they were having a problem with the patient¿s interstim device, she said that they were unable to adjust it. There were no further complications that have been reported as a result of this event. 2019-06-20 (B)(4) (con):additional information was received .it was reported that patient started having symptoms again like before they had the ins, they diarrhea, cannot control bowels and have started to be depressed about it. Patient said therapy helped her at the beginning. Patient further reported that they were on program 3 but was going more often. Patient increased to 3.0v and felt sensation patient will monitor the symptoms and adjust more if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.